Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device exhibited a lead safety switch from this right ventricular (rv) lead due to out of range impedances of greater than 2,500 ohms. Rv noise and intermittent capture and sensing were also observed. It was noted that the patient was in atrial fibrillation and had some variable conduction from it, thus the patient had ventricular support. Technical services (ts) advised to address the lead issue as soon as possible and discussed programming options. It was later noted that the patient had fallen approximately seven months ago. A revision procedure was scheduled for the patient. No adverse patient effects were reported.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, the lead was surgically abandoned. No adverse patient effects were reported.